Event description:
It was reported that a patient was set to get a generator replacement, and arranged to have their catheter moved so the vns replacement surgery could be done. It was stated that the catheter incision started to ooze pus and there is a concern there might have been an infection. Antibiotics were prescribed prophylactically prior to the catheter relocation surgery since this patient has multiple comorbidities that present an elevated risk for infection from surgery. It was also indicated that the physician assessed that the patient could have had a reaction to the antibiotics which caused the increase in seizures, however it was also stated that per the mother of the patient, that there were many external stressors that could be causing the increase in seizures. The patient's device was checked no malfunctions were reported. Device history records were reviewed for the generator and the lead and the devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator has been replaced due to prophylactic replacement. The patient's explant facility is a no return site and therefore the generator has not been received by livanova to date. No additional relevant information has been received to date.